Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3: product analysis found visually, there was no significant carton damage. The electrodes were secured onto the packaging tray. The trivantage tube was not secured onto the tray and harness was not wrapped in tape paper. There was no biological contamination on the tube and there was no damage in the construction of the tube. There were no traces of bubbles or scratches on the device. Functionally, syringe was used to inject 15cc of air into the cuff and while inflated, the cuff was submerged under the water for a leak test. There was no cuff or inflation pillow leakage found. Electrically, for additional analysis resistance from end to end shall be less than 200 ohms, and the actual measurements were 20.7 ohms (red), 11.4 ohms (red with white stripe), 16.4 ohms (blue) and 12.7 ohms (blue with white stripe). In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, before intubation, the doctor found that the cuff was leaking the air and replaced with a new endotracheal tube. There was no patient injury.